Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump stopped fill tubing and requested a minimum of 50 units during the load process with multiple cartridges. During troubleshooting with tandem technical support, the customer was able to load a cartridge and resume insulin delivery. There was no impact to the customer's blood glucose level.